Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 524 mg/dl. Boluses were delivered in an attempt to address bg; however, contact believed that insulin was not delivered. During troubleshooting with tandem technical support, the cannula of the non-tandem infusion set was observed to be kinked. Infusion set was changed and insulin delivery was resumed. Multiple follow up attempts were made to obtain additional information, including infusion set information; however, the contact did not respond.